Event description:
This male patient (age unknown) was presented to the interventional lab for an angioplasty/stenting procedure of the renal artery. There is no information about the characteristics of the vessel. The physician advanced the stent delivery system (sds) to the lesion and upon inflating the balloon he noticed that it had ruptured. There is no information as to how the procedure was completed. There was no injury to the patient.